Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the tip of the harmonic ace instrument was broken while testing. The fragment fell into the patient¿s cavity and was retrieved during the same procedure. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer used the instrument for less than 30 minutes then the instrument tip broke off. The fragment was retrieved during same procedure and confirmed with visual inspection. Post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. In addition, the fragment(s) did not fall inside the patient during an instrument tip collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. No other damage was noted on the instrument after the event occurred and the cannula had no issue. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument for evaluation, however failure analysis investigations have not yet been completed. A follow-up MDR will be submitted after the product is evaluated and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly 0.137" from the base of the blade. The broken piece was not returned. The complaint regarding a broken tip was confirmed by failure analysis.